Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unspecified date and involved a plum 360 infuser that was reported to have infused 17 milliliters instead of 20 milliliters during preventative maintenance testing. The customer indicated that the device needed calibration. There was no patient involvement, no adverse event and no harm reported.

Manufacturer narrative:
Based on the limited information provided by the customer, the customer's complaint was interpreted to be the following: while trying to run the delivery accuracy test, the device delivered 17 ml instead of 20 ml + or - 1 ml. The complaint was not confirmed. The device passed investigational self testing and also passed the delivery accuracy performance verification test (pvt) test three times. The first attempt result was 20.8 ml, the second attempt result was 20.7 ml and the third attempt result was 20.7 ml. The probable cause for this complaint could not be identified.